Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. A correlation between the device and the reported events could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with an embolic stroke in the m2 segment of the middle cerebral artery. The patient's inr on admission was 3.0. The vad coordinator stated no intervention was provided. Coumadin was held on admission, but aspirin was continued. The patient was discharged home on coumadin with lovenox bridge. It was reported that the device was functioning appropriately and that the patient would continue to be monitored closely. On the morning of (B)(6) 2016, the patient was readmitted and diagnosed with a left parietal lobe hemorrhage. On (B)(6) 2016, the patient's inr by home machine was 2.3 and in the emergency department on (B)(6) 2016 it was 1.8. The patient's anticoagulation was put on hold. Additional information was requested, but was not provided.